Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported the device had foreign material in the channel tube, bending section cover or distal sheath rubber and in the distal end plastic cover. However, the device was returned without proper reprocessing steps completed. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Due to wear of scope cover packing, water tightness is lost; due to deformation of switch box, water tightness is lost; due to a crack on scope body, water tightness is lost; grip has a crack; suction cylinder has discoloration; right/left knob has a scratch; upwards/downwards knob has a scratch; channel tube has foreign objects plastic distal end cover has foreign objects; adhesive on bending section cover or distal sheath rubber has foreign objects; channel tube has foreign objects; plug unit has a scratch; scope connector case unit has discoloration; due to a pinhole on connecting tube, water tightness is lost; objective lens has a chip; connecting tube has a wrinkle; and universal cord has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii gastrointestinal videoscope, cleaning brush is stuck in the instrument channel. The issue occurred during reprocessing. The procedure was unknown. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that there was foreign material in the channel tube, bending section cover or distal sheath rubber and in the distal end plastic cover. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.